Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose and the reading was 39 mg/dl. The customer stated he had been experiencing low blood glucose for the past two months. The customer also stated he had been adjusting the basal rates and that could have contributed to the low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test.